Event description:
It was reported that one day post implant, the right ventricular (rv) lead showed episodes of non-sustained tachycardia (nst) due to oversensing of the p-waves with sensing programmed to integrated bipolar. The lead was reprogrammed to true bipolar and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645 lead, implanted: (B)(6) 2014. (B)(4).